Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a therapy delivery test failure during operational testing when the unit was plugged in. It was noted that when testing was performed with the ac unplugged, the unit passed. There was no reported patient involvement/adverse patient impact.